Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient was complaining that the stimulation intensified his headaches. The patient also stated he had to increase the intensity of his stimulation to a point where it is uncomfortable, to receive stimulation coverage at the base of his head. The patient turned off his occipital (off-label) system at the physician's request. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's entire occipital system was explanted. The event date is unknown.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.